Manufacturer narrative:
Titan otr pump and two cylinders and reservoir were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of erosion quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, erosion/left impending erosion were reported. The device was explanted and replaced with another inflatable device.